Event description:
It was reported that a patient's wound opened at the implantable neurostimulator (ins) site. It was stated that the leads and extensions were exposed. The physician decided to remove the system as a precaution.

Event description:
It was stated that the patient had a return of pain. Additional information received reported that the physician stated that the patient was "doing well" post procedure. The original pain did return "some", but the patient was being managed with medication "for now".

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the ins was pushing up onthe skin of the patient and that the physician had tried to reposition the device deeper to ¿save the implant¿. It was also confirmed that the leads and extensions were routed through the initial pocket and the dehiscence of that pocket then exposed those components. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), explanted: product type extension product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), (B)(4).